Manufacturer narrative:
Three (3) good faith attempts were made to retrieve the device; however, the aquabeam handpiece was not returned for investigation. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c01228 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual, um0101-00 rev. F aquabeam robotic system user manual, us, english was reviewed. 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup states: -while supporting the aquabeam handpiece, gently grip the middle of the semi-rigid section of the aquabeam scope and partially insert through the clear rubber seal on the bottom of the aquabeam handpiece. -hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. -an audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. -confirm the aquabeam scope is fully engaged by advancing and retracting the scope proximal key and observing the scope tube tip moving in concert with the aquabeam scope. The current IFU, ifu0101-00 rev. E aquabeam robotic system IFU, us, english was reviewed. 5. Precautions. 5.1 precautions: general. · if excessive resistance is encountered during aquabeam scope positioning, reposition the aquabeam handpiece to minimize tenting the prostate in order to reduce the chance of damaging the aquabeam scope. The root cause of the reported event could not be established as the handpiece was not returned for investigation. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during the aquablation procedure, the aquabeam handpiece was noticed to be broken, with the irrigation and aspiration tubing becoming apart. A second handpiece was opened, but the treating surgeon chose to abort the procedure. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.